Event description:
It was reported that the pulse generator exhibited high impedance on the atrial channel post operation check. The pocket was reopened; the lead was reinserted and normal electrical values were recorded. The physician had experienced difficulty in connecting and disconnecting the atrial lead into the device header during implant.